Event description:
On (B)(6) 2011, the patient's diabetes educator reported the up/down buttons of the patient's infusion device were not working. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.